Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comments of case damage, knob missing and that atrial and ventricular lines were unable to be clipped in, and noted that the output connectors were broken, the ventricle knob was missing, the upper and lower case halves were broken, that both battery wires were pinched in multiple locations but were not compromised, that the battery wires were routed incorrectly over the battery compartment, one case screw was contaminated and that both wires on the liquid crystal display were also pinched but not compromised. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had case damage near the battery door and on the right side, it had a knob missing and that neither atrial nor ventricular lines were able to be clipped in. The generator was returned for service. There was no patient involvement.